Event description:
A report was received that the patient was experiencing discomfort, burning and stinging sensation with stimulation. The ipg was protruding and lying in a vertical plane to the skin. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Date received by MFR: should have been 03-sep-2014.

Manufacturer narrative:
Date of event: (B)(6) 2013.

Event description:
A report was received that the patient was experiencing discomfort, burning and stinging sensation with stimulation. The ipg was protruding and lying in a vertical plane to the skin. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort, burning and stinging sensation with stimulation. The ipg was protruding and lying in a vertical plane to the skin. The patient will undergo a revision procedure wherein the ipg will be repositioned.